Event description:
Ligasure was clamped and would not release tissue. The device is a covidien ligasure atlas tissue fusion laparoscopic instrument, ref# ls1037, lot# s6j0012x. The generator was switched out and the hand piece still did not function.